Manufacturer narrative:
B3: the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. D7(explant date): (B)(6) 2019 additional information was received that the patients ipg and lead were explanted. Model number/catalog number: sc-8336-50 serial number: (B)(6). Batch/lot number: 7028519. Model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patients ipg was explanted due to a body infection. No further information could be obtained.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg was explanted due to a body infection. No further information could be obtained.